Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-op, a pericardial effusion was discovered by chest x-ray. A left subcostal pericardial window was created to drain the effusion. The patient¿s hospital stay was prolonged. The leadless implantable pulse generator (ipg) device remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.